Event description:
Event description guidant received information that this chronic lead was fractured. The lead displayed high impedance and threshold measurements.information regarding laser extraction was requested. The patient developed an infection and the system was being removed.